Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. A school nurse assisted the customer with the blood glucose (bg) check and with changing the pump supplies as this was standard procedure. After the supply change, another occlusion alarm occurred. The customer's bg level was 400 mg/dl and had reverted to insulin injections. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.